Event description:
It was reported that the user¿s blood glucose began rising and meal announcements were not processing due to an occlusion alert that stopped dosing; after guided troubleshooting, the user filled the tubing until drops were seen, reconnected, filled the cannula, and successfully announced breakfast, with subsequent instructions to monitor glucose and change supplies if the alert recurred. Symptoms included hyperglycemia, with a reported glucose of 314 mg/dl and the user feeling fine. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the issue presented as lack of effect prior to clearing the occlusion; component-level details were insufficient to isolate a specific part. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.